Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead would not capture in the bipolar pacing configuration and the pacing impedance was high. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product(s): 4194103 lead, implanted: (B)(6) 2010; a dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had recently climbed steadily. It was noted that the capture threshold had also increased. The lead remains in use. No patient complications have been reported as a result of this event.